Event description:
The first hologic, inc. Novasure device that was opened did not work at all. When it was activated, the machine alarmed and it would not work. Another "like" device was opened and it worked without any problems. Reason for use: d&c, hysteroscopy, endometrial ablation.